Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial inr = 3.3; repeat (later in the day) inr = 5.8; retested two times inr = 4.5 then 3.9. Pt called; obtained lab inr 3.3 and then later in the day obtained 5.8 on the meter (couple weeks ago, no dates known). Pt retested two times on the meter using the same fingerstick and obtained 4.5 then 3.9. "Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 3.6, lab: 2.7. Inratio: 3.4, lab: 2.5.